Manufacturer narrative:
(B)(6). 510(k): report is for an unknown quantity of unknown screws. UDI: part and lot number are unknown; UDI unavailable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015, a patient with facial trauma experienced a right orbit malar depression and as a result underwent surgery to correct the facial trauma utilizing a patient specific implant (psi) which was applied through the patient's mouth. Ten (10) days post-operatively the patient had an infection, fistula and implant exposition. The patient had the device explanted on (B)(6) 2015. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).